Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was placement difficulty with the left ventricular (lv) lead. The lead was replaced. No patient complications have been reported as a result of this event.